Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2016-03448 / 02196). Device location unknown.

Event description:
Patient underwent a right hip revision due to unknown reasons.